Event description:
It was reported that, "no pain. Patient hears occasional clicking".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Device is still implanted in patient and therefore, it is not available for evaluation. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.